Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: 03.010.410, 9360646 manufacturing location: (B)(4), manufacturing date: 18 may 2015, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a handle has loosen from shaft, unknown when it happened during surgery or if a patient was involved or not. This report is 1 of 1 for (B)(4).